Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0llhl, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported having a loss of therapy in (B)(6) 2015. She had a return of symptoms and wanted to try increasing stimulation. It wasn¿t doing anything for her and the ¿flood gates¿ were open. The patient found that she couldn¿t hold her urine, never even felt that she was urinating, and thought that maybe she had some stress but didn¿t know. She recently met with a manufacturer representative who did some reprogramming. The patient did not feel stimulation and her change in therapy/symptoms was gradual. Her patient programmer didn¿t seem to be working because she couldn¿t turn stimulation up and couldn¿t change the setting on the program. She was able to connect to the implantable neurostimulator (ins) with the programmer and saw that stimulation was on and set on program 4 at 1.0 volt. When she tried to increase the setting, she saw the upper limit screen. The patient thought she was on program 4 at 5.5 volts last time she made a change, but somehow she got ¿bumped down¿ to 1.0 volt. She checked the other programs and found that 5.5 volts was the setting under program 2. The patient was walked through changing to program 2 and she felt stimulation in the correct bicycle seat area. She later found that she needed to make more changes as she wasn¿t holding her urine and thought maybe she needed to go to another program.

Manufacturer narrative:
(B)(4).

Event description:
The patient called later reporting that "telephone pole" looking picture on her patient programmer (pp). The patient could not increase past 3.1 on programs 3 or 4. The patient service had patient synced, it was determined that the "telephone pole screen" patient was seeing was the upper limit reached screen. The patient was advice to go into hcp office to have this changed. The patient wanted to increase due to lack of therapy relief. The patient was dissatisfied because she said the device never really did do what it was supposed to do. It worked for a while in the beginning but then gradually over time stopped working and recently it has gotten worse. The patient has symptom of leakage and frequency. She also reported it worse at night as she gets up once an hour. Daytime symptom control was better as long as she could actually make it to the bathroom. It was noted patient met with health care provider on the day of this call and was instructed to meet with representative for adjustment. Representative was on the phone with patient scheduling to meet. Representative was going to meet with patient on a future date for reprogramming.